Event description:
Pd nurse reported that during treatment, the lines were leaking air possibly by the breakaway point. The patient was given prophylactic antibiotics. The sample is available for evaluation. In speaking with the initial reporter from the facility on 11/4/2004, she stated that the patient is currently doing well.